Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012; dtbc2d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited insulation damage observed by a small transverse break on the outer insulation only, which was around 10mm away from the lead connector. It was noted that the lead measurements were within normal range and unchanged prior to the procedure and during the procedure. There was no medical adhesive available to perform a repair. Instead, the lead was repaired by modifying a lead end cap which was incapsulated and sutured around the portion of the insulation damage. The lead remains in use. No patient complications have been reported as a result of this event.